Event description:
It has been reported to philips that the system could not do exposure. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Troubleshooting actions showed a problem with the geo-image module . The cables were reconnected and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of the system log file showed the review module and geo-image module was not detected. Fse checked and found both modules were flashing. Fse opened the groove cover and found the cable of fdcsib x61 was bitten by rats. Customer reconnected the cable. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.